Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call drive/motor anomaly and high blood glucose levels. Customer's blood glucose level was 487 mg/dl. Customer advised the motor that delivers insulin jammed 7 times in one night and has been ongoing for the last couple of weeks. Customer advised the insulin pump motor stopped during a bolus delivery. Customer advised they were driving and would call back to properly troubleshoot the device.